Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 28th july, 2022 getinge became aware of an issue with one of our table tops ¿ 118010a0 - basis table top, individual configuration and the unspecified transporter. As it was stated, during induction of anesthesia, the patient¿s blood pressure dropped and the patient required positioning with head down. The table could not be moved with remote control. The batteries were quickly exchanged, however, it did not resolve the issue. The patient was transferred into different or. Once the table top was mounted on the transporter, the patient was positioned as required. There was no injury of the patient reported, however, we decided to report the issue as a delay of at least 10 minutes, resulting in prolonged anesthesia time, could lead to serious injury in case of event recurrence.

Manufacturer narrative:
Getinge became aware of an issue with one of our table tops ¿ 118010a0 - basis table top, individual configuration and the unspecified transporter. During induction of anesthesia, the patient¿s blood pressure dropped and the patient required positioning with head down. The table could not be moved with remote control. The batteries were quickly exchanged, however, it did not resolve the issue. The patient was transferred into different or. Once the table top was mounted on the transporter, the patient was positioned as required. The incident led to a delay of at least 10 minutes. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the delay in surgery resulting in prolonged anesthesia time, was to reoccur. The affected getinge device have been evaluated by the company¿s service technician. The technician confirmed the malfunction of the batteries which were charged inappropriate by the user. The detailed information about the battery was not provided, but the user should refer to the device's instruction manual to learn how to properly charge the batteries. The user manual contains also information about the charging statuses of the battery. The user manual was placed next to the charging station, but the user has not read it. The root cause for the reported issue is user error caused by disregarding the instructions for use and inappropriate charging procedure. With the investigation performed it was concluded that upon the event occurrence, the device was being used for the patient¿s treatment, thus was also directly involved with the reported incident. As the malfunction of the batteries was found, it was considered that the getinge device was not up to the specification. There were no similar complaints found related to this issue investigated here, therefore it appears to be isolated to this single occurrence when considering this particular device range, thus the investigated issue is considered an isolated case. We currently do not have any information that would warrant further action towards the device manufacturing or devices on the market, however as per our complaint handling processes will continue to monitor the customer experiences with the device for any future information. The correction of b5 describe event or problem field deems required. This is based on the internal evaluation. Previous b5 describe event or problem: on 28th july, 2022 getinge became aware of an issue with one of our table tops ¿ 118010a0 - basis table top, individual configuration and the unspecified transporter. As it was stated, during induction of anesthesia, the patient¿s blood pressure dropped and the patient required positioning with head down. The table could not be moved with remote control. The batteries were quickly exchanged, however, it did not resolve the issue. The patient was transferred into different or. Once the table top was mounted on the transporter, the patient was positioned as required. There was no injury of the patient reported, however, we decided to report the issue as a delay of at least 10 minutes, resulting in prolonged anesthesia time, could lead to serious injury in case of event recurrence. Corrected b5 describe event or problem: on 28th july 2022 getinge became aware of an issue with one of our table tops ¿ 118010a0 - basis table top, individual configuration and the unspecified transporter. As it was stated, during induction of anesthesia, the patient¿s blood pressure dropped and the patient required positioning with head down. The table could not be moved with remote control. The batteries were quickly exchanged, however, it did not resolve the issue. The patient was transferred into different or. Once the table top was mounted on the transporter, the patient was positioned as required. The incident led to a delay of at least 10 minutes. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the delay in surgery resulting in prolonged anesthesia time, was to reoccur.

Event description:
On 28th july 2022 getinge became aware of an issue with one of our table tops ¿ 118010a0 - basis table top, individual configuration and the unspecified transporter. As it was stated, during induction of anesthesia, the patient¿s blood pressure dropped and the patient required positioning with head down. The table could not be moved with remote control. The batteries were quickly exchanged, however, it did not resolve the issue. The patient was transferred into different or. Once the table top was mounted on the transporter, the patient was positioned as required. The incident led to a delay of at least 10 minutes. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the delay in surgery resulting in prolonged anesthesia time, was to reoccur.